Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. Found charging circuit on charger board #2 was 0.0vdc and batteries in tray 5 were 0.0vdc as well. Replaced both charger boards and tray 5 batteries. System functioned as expected. The charger board 1 and 2 were received by the manufacturer for evaluation. Analysis of charger board 1 was unable to confirm reported problem. Charger board 1 passed bench output verification. Visual inspection noted leaking capacitors and slight warping of the circuit board. Board was installed on testing system 267 and it performed as expected. No functional problem noted, however board has leaking capacitors and bowing. Analysis of charger board 2, however, confirmed the reported failure. The board failed visual inspection. Channel h has an electrically stressed component. Channel h also failed bench test, having no voltage at test points. The sense voltage output also failed, has no voltage at test point. Also found leaky cap on visual inspection. The replaced batteries were not received for evaluation. However, an electrical failure mode was confirmed, with the root cause being the charger board. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the (B)(6) district office on (B)(6) 2016 via medtronic navigation, inc. Response to 3/17/2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the user was unable to successfully pass the fluoro gain calibration for the imaging system. There was no patient present when this issue was identified. No additional details were provided.